Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2007) is considered to be a best estimate. This MDR represents the 3dmax mesh (device 2). An additional supplemental emdr was submitted to represent the 3dmax mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2007 - patient was diagnosed with bilateral recurrent inguinal hernias thereby underwent laparoscopic repair with implant of 3dmax (device 1 and 2). Per op notes, ¿the hernia defects were noted on both left and right inguinal region. Both the hernias were reduced. The hernia sac was fairly adherent to prior mesh. A 3dmax (device 1 - left) was placed on left side and sutured. Another 3dmax (device 2 - right) was placed on right side and sutured.¿ on (B)(6) 2015 - patient was diagnosed with adenocarcinoma of prostate thereby underwent robotic assisted laparoscopic repair with partial excision of 3dmax meshes (device 1 and 2). Per op notes, ¿extensive adhesions from previous repair were lysed. The mesh (device 1 and 2) from the previous bilateral inguinal hernia repair were migrated below the symphysis and excise a portion of the mesh (device 1 and 2). Prostatectomy was performed.¿